Event description:
It was reported that an unspecified quantity of unknown elastomeric devices significantly prolonged the infusion time and did not empty within 24 hours. The issue was noticed during filling. The devices were filled with 120-300ml flucloxacillin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.